Event description:
It was reported that the unit was not meshing evenly. Timing of event is unknown. No adverse events were reported as a result of this malfunction. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Cmp-(B)(4). Report source - foreign: UK. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, and h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not meshing evenly. There was no harm to patient or operator, and a minimal delay was noted. Due diligence is complete and no additional information is available.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter had damages, the unit was out of calibration and the device passed the test mesh during device evaluation. The cutter was replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends a definitive root cause cannot be determined. The event is confirmed.